Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: hematoma.

Event description:
USA. Allegedly, a patient required an explant surgery due to hematoma in the implant pocket. Aware that this event happened by a device tracking report (B)(6).